Event description:
At the conclusion of an anesthetic to coil an intracranial aneurysm that had previously hemorrhaged (the pt had just been extubated), the anesthesia machine (ge avance model) shut itself off spontaneously. This resulted in a failure to deliver needed oxygen to the pt and was not recognized until hypoxemia developed. When I turned to check the fio2 and oxygen flow rate, I saw the machine had reset itself to the start menu options and no fresh gas was flowing. I promptly restarted the machine and the pt¿s oxygen saturation quickly improved. The oxygen saturation had fallen to below 50% before the problem was discovered and corrected. No permanent harm to the pt has occurred, but had this event occurred at a critical time during the coiling procedure, there could have been a catastrophe.